Event description:
It was reported that the device had no dc operation. There is no report of patient involvement with incident.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not operate on dc power. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.